Event description:
It was reported that the patient could not get the inflatable penile prosthesis pump to work. The physician attempted to troubleshoot in office but could not get the pump to work. The inflatable penile prosthesis was removed due to fluid loss from a small hole at the junction of the tubing and the cylinders. A new tactra penile prosthesis was implanted, there was no patient complications reported in relation to the event.